Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number / catalog number: sc-2317-50, serial number: (B)(4), batch / lot number: 5149084, model / catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Lead sync was taken and detected lead migration. The patient underwent a revision procedure wherein the leads were adjusted and the placement was improved.